Manufacturer narrative:
Unable to verify belt clip anomaly due to pump received without the original belt clip. Belt clip anomaly was unknown. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms (variableinfo = 0c) on 4/30/2024 at 9:45:00 pm and (twice) on 4/30/2024 at 9:45:31 pm according in the detailed trace file. Pump error 63 alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Please see below for pump errors/alarms noted 2 days prior to the event date 30-apr-2024 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 04/30/2024 08:19:25.000 unable to test for pump error 61 (stuck key alarm) due to critical pump error (open book image) alarm. Pump error 61 (stuck key alarm) was unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a broken belt clip rails. Belt clip anomaly was unknown. Critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms, suspecting hw issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image) and belt clip anomaly. The customer reported no adverse event. The event involved product(s) mmt-1715k, acc-1599. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned. No product return is required for acc-1599.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.